Event description:
The customer reported to olympus during a general morning inspection, no image displayed on the evis exera iii video system center. There was no patient involvement associated with this event.

Manufacturer narrative:
An olympus field service engineer inspected the device. During troubleshooting with 170, 180, and 190 series scopes, it was identified the image would not appear with 180 series scopes. The device was returned and evaluated. The evaluation confirmed the user report. There was no image with 180 and 150 series scopes due to a faulty patient board. The evaluation also found heavy dust inside the unit, a loose receptacle, cracked power switch, a damaged net spacer, and minor scratches and corrosion on the exterior of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d8, h4, h6, and h10.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.